Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir compartment and the reservoir could not be connected. The customer held by hand the reservoir in the insulin pump through the night and experienced high blood glucose. Customer stated that her blood glucose level was initially 26.5 mg/dl and then it went up to 28.3 mmol/l. Customer was advised to revert to manual injections. The insulin pump would be replaced and it was agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case, cracked case reservoir tube window corner, missing end cap sticker, loose drive support disk and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.